Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during therapy and created a delay for two minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "during infusion the alarm 345 activated" was reproduced. A review of the event history log revealed multiple "ec345!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed force sensor. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.